Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has missing segments on the lcd screen and a partial display. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics also, unable to verify missing segments or partial display due to blank display. The insulin pump had cracked display window, cracked battery tube threads and cracked reservoir tube lip.